Event description:
It was reported that a patient, who had a tha, was admitted to the hospital, and it was determined there is early wear of polyethylene from the prosthetic cup. They will need surgical intervention to prevent injury or permanent disability. No further information is known.